Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedances measuring 2239 ohms. It was noted that the lv pacing impedances have been out of range over the last six months. Boston scientific technical services reviewed the presenting electrogram and it appeared there was loss of lv capture and noise that was detected on the right atrial (ra) channel. The boston scientific representative stated that they plan to check the device with a programmer and program the lv lead to a different vector above the pacing threshold. At this time, this crt-d, and ra and lv leads remains in service. No adverse patient effects were reported.